Event description:
It was reported that (1) tlc75 was used with (3) tcr75 during was used with a radical cystectomy procedure. It was reported by rep that the surgeon attempted to fire a tlc75 to form a conduit during procedure. The instrument failed to fire, apparently locking out. The surgeon attempted to fire a reload in that instrument, which also locked out. The surgeon replaced that reload, which also lockout. A second and third instrument were pulled and instrument functioned appropriately. The case was completed without further consequence to pt. There was extended or time by fifteen minutes.